Event description:
It was reported that the physician, who is trained in the use of the starclose se device, has noticed a recent difference in the resistance felt while advancing the thumb advancer during deployment. He reported approximately 5-8 instances of "high resistance" at the point approximately 1/4 to 1/2 inch proximal of the completion point of the thumb advancer stroke, which before skin level. The physician reported that even with the observed increase in resistance he was able to complete full device deployment and achieve hemostasis.

Manufacturer narrative:
(B)(4). Full deployment of the device was achieved. The customer reported the devices were discarded. The lot numbers were not identified; therefore, device history record review could not be performed. The report indicates approximately 5-8 occurrences within approximately 6 months.